Manufacturer narrative:
(B)(4) I submitted noted that the size of the broken piece was .5mm x 5mm; it should have been noted as 5mm x 5mm. I have updated text in description and resent this MDR to appropriate FDA address.

Event description:
Allegedly, at the conclusion of an endocholecystectomy, doctor noticed that a small piece (5mm x 5mm) of sliding cone had broken off. Operating room personnel could not locate broken piece so doctor used camera to view abdomen but the piece was not found. They suspect it may remain in patient. Procedure was completed and patient condition post-op was good.